Manufacturer narrative:
A review of the device history record shows this unit was originally manufactured to specification and there is no evidence of device defect or malfunction. Functional testing of the returned device was conducted and found the unit to performing within specifications. Although we have been unable to confirm the event we have verified the unit is performing within specifications.

Event description:
Patient was burned in case unit was used. Hospital needs machine clearance to ensure unit was not at fault.